Manufacturer narrative:
Investigation summary: the root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap cause "large burn blisters." The cause of the "large burn blisters" is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Event verbatim [preferred term] thermal burns even though it did not get unpleasant hot/ 2 rather large burn blisters in shoulder region [burns second degree] , device expiry date may2018/ thermal burns occurred around (B)(6) 2019 [expired device used]. Case narrative: this is a spontaneous report from a contactable pharmacist regarding thermacare flexible received via customer care center and local pqc department. A female patient of unknown age and gender started to receive thermacare heatwrap (thermacare fuer flexible anwendung) lot number: l29011, expiry date: may 2018, from an unspecified date at unknown frequency for neck tightness. Medical history was not reported. There were none concomitant medications including topical medications, at the time of the event. The patient had used thermacare heatwraps many times before, tolerated it well and never had any problems with them in the past. The pharmacist reported thermal burnt even though it did not get unpleasant hot. The pharmacist further reported that the reported thermal burns occurred around (B)(6) 2019 and were considered serious due to medical significance. Development of rather large thermal burns without the patient having the sensation that the heatwrap was too hot. The patient only noticed the burns after removing the heatwrap. This concerned a new event of 2 rather large thermal blisters in the shoulder region. Treatment consisting of bepanthen wund und heilsalbe (active ingredient: dexpanthenol) was needed. No surgical intervention was required. It was healing nicely, most likely there would not be any scars left behind. The outcome was reported as still mild redness present. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was resolving. On 28mar2019, product quality complaint group provided product investigational results for lot l29011 as follows: investigation summary: the root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap cause "large burn blisters". The cause of the "large burn blisters" is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Follow-up ((B)(6) 2019): new information received from a contactable pharmacist includes: patient gender, suspect device indication, past drug, no concomitant medication, event onset date, outcome, and treatment. The pharmacist considered the event serious due to medical significance. The case upgraded to serious. Amendment: this follow-up report is being submitted to amend previously reported information: the event term was updated from "thermal burns even though it dit not get unpleasant hot/ 2 rather large thermal burns in the shoulder region" to "thermal burns even though it did not get unpleasant hot/ 2 rather large burn blisters in shoulder region" and re-coded the event from lower level term "thermal burns" to "burn blisters". Added new event "device expiry date may2018/ thermal burns occurred around (B)(6) 2019." Follow-up (28mar2019): new information received from product quality complaint group included product investigational results for lot l29011. Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment: based on the information provided, the event "burn blister," "expired device used" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time. Comment: based on the information provided, the event "burn blister," "expired device used" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Event verbatim [preferred term] thermal burns even though it did not get unpleasant hot/ 2 rather large burn blisters in shoulder region [burns second degree] , device expiry date may2018/ thermal burns occurred around (B)(6) 2019 [expired device used] , . Case narrative:this is a spontaneous report from a contactable pharmacist regarding thermacare flexible received via customer care center and local pqc department. A female patient of unknown age and gender started to receive thermacare heatwrap (thermacare fuer flexible anwendung) lot number: l29011, expiry date: may2018, from an unspecified date at unknown frequency for neck tightness. Medical history was not reported. There were none concomitant medications including topical medications, at the time of the event. The patient had used thermacare heatwraps many times before, tolerated it well and never had any problems with them in the past. The pharmacist reported thermal burnt even though it did not get unpleasant hot. The pharmacist further reported that the reported thermal burns occurred around (B)(6) 2019 and were considered serious due to medical significance. Development of rather large thermal burns without the patient having the sensation that the heatwrap was too hot. The patient only noticed the burns after removing the heatwrap. This concerned a new event of 2 rather large thermal blisters in the shoulder region. Treatment consisting of bepanthen wund und heilsalbe (active ingredient: dexpanthenol) was needed. No surgical intervention was required. It was healing nicely, most likely there would not be any scars left behind. The outcome was reported as still mild redness present. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was resolving. Additional information has been requested and will be provided as it becomes available. Follow-up (26feb2019): new information received from a contactable pharmacist includes: patient gender, suspect device indication, past drug, no concomitant medication, event onset date, outcome, and treatment. The pharmacist considered the event serious due to medical significance. The case upgraded to serious. Amendment: this follow-up report is being submitted to amend previously reported information: the event term was updated from "thermal burns even though it dit not get unpleasant hot/ 2 rather large thermal burns in the shoulder region" to "thermal burns even though it did not get unpleasant hot/ 2 rather large burn blisters in shoulder region" and re-coded the event from lower level term "thermal burns" to "burn blisters". Added new event "device expiry date may2018/ thermal burns occurred around (B)(6) 2019". Company clinical evaluation comment: based on the information provided, the event "burn blister", "expired device used" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the event "burn blister", "expired device used" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] thermal burns even though it did not get unpleasant hot/ 2 rather large thermal burns in the shoulder region [thermal burn]. Case narrative: this is a spontaneous report from a contactable pharmacist regarding thermacare flexible received via customer care center and local pqc department. A female patient of unknown age and gender started to receive thermacare heatwrap (thermacare fuer flexible anwendung) lot number: l29011, expiry date: may2018, from an unspecified date at unknown frequency for neck tightness. Medical history was not reported. There were none concomitant medications including topical medications, at the time of the event. The patient had used thermacare heatwraps many times before, tolerated it well and never had any problems with them in the past. The pharmacist reported thermal burnt even though it did not get unpleasant hot. The pharmacist further reported that the reported thermal burns occurred around (B)(6) 2019 and were considered serious due to medical significance. Development of rather large thermal burns without the patient having the sensation that the heatwrap was too hot. The patient only noticed the burns after removing the heatwrap. This concerned a new event of 2 rather large thermal burns in the shoulder region. Treatment consisting of bepanthen wund und heilsalbe (active ingredient: dexpanthenol) was needed. No surgical intervention was required. It was healing nicely, most likely there would not be any scars left behind. The outcome was reported as still mild redness present. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was resolving. Additional information has been requested and will be provided as it becomes available. Follow-up (26feb2019): new information received from a contactable pharmacist includes: patient gender, suspect device indication, past drug, no concomitant medication, event onset date, outcome, and treatment. The pharmacist considered the event serious due to medical significance. The case upgraded to serious. Company clinical evaluation comment: based on the information provided, the event thermal burn as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. Comment: based on the information provided, the event thermal burn as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.